Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: a review of the pump history showed multiple consecutive call service alarms on the reported event date. Pump powered on with a call service alarm that was unable to be cleared. Evaluation revealed that a single component on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that a single component on the printed circuit board had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/24/2013.